Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for evaluation.

Event description:
Customer reported chemo sprayed from a hole in the pump segment during an infusion. Reported the patient and staff were sprayed with chemo. The set was replaced without incident. No patient or staff harm was reported and no medical intervention was required. Customer stated that the user did not provide any additional patient or event details.